Event description:
Ji won nam, na young jung, eun suk park, <(>&<)> soon chan kwon. (2021). Aspiration-retriever technique for stroke with large bore intermediate catheter: a single center experience. Journal of korean neurosurgical society, 64(5), 732¿739. Https://doi.org/10.3340/jkns.2020.0308 medtronic review of the literature article found review 27 patients were treated for acute ischemic stroke (ais) using the aspiration-retriever technique for stroke (arts) between january 2018 and december 2019. The stent retriever used in the procedures was not specified but solitaire was noted as one possible stent retriever device used in the article information. The aspiration catheter used in all cases was a non-medtronic device. After 3 to 5 minutes, the stent was retrieved with suction by manual aspiration using a 50 ml syringe. The stent was retrieved and slowly withdrawn together with the intermediate catheter. This procedure was repeated until successful recanalization was achieved. No device malfunctions were reported in the article. 4 patient died post-operatively, one of whom had additionally undergone a decompressive craniectomy after the index procedure. 2 of the patients who died post-operatively were noted to have died from other medical conditions less relevant to the procedure. 6 patients had intracranial hemorrhage on the 24-hour follow-up CT. 3 patients underwent decompressive craniectomy due to increased intracranial pressure (icp). 1 of these patients died, the other 2 I mproved after craniectomy. 1 patient had distal emboli intra-operatively and exhibited slightly aggravated motor weakness post-operatively. 11 patients were noted to have mrs >2 post-operatively signifying neurological deficit resulting in disability.

Manufacturer narrative:
Associated with rr #: 2029214-2022-01270 reported patient age (59 years) is representative of the mean age for all patient included in the study. Reported patient sex (male) is representative of the majority of patients included in the study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.